Event description:
Admitted to hospital for suspected leg infection from a total knee replacement in the left leg. Vancomycin was given, 1000ml bag, was supposed to be given over a 24 hour period. The nurses administered 500ml in 15 minutes. Skin on the top of the left arm began to bubble with blisters, migraines started immediately. Infectious dr. Came in an laughed and said they administered it incorrectly. I have had nothing but problems afterwards. Diabetes, severe allergies, the sunlight instantly gives a burning sensation on the skin. Sarcoidosis is now present, which has caused kidney granuloma and bone granuloma, tumors. Reduced red blood cell production and hypercalcemia. Supposed total knee replacement infection affecting the leg. Reference report: mw5115577.